Manufacturer narrative:
The golvo mobile lift in intended to be used for transferring patients (adult or children) between devices (e.g., within the room), floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. Baxter has contacted the account requesting the device to be inspected. The account was has declined service and the attempts for the device to return to manufacture. Based on this information, no further action is required. If any additional relevant information is received, the additional relevant information will be submitted in a supplemental report.

Event description:
On 04-feb-2026, a company representative - service personnel contacted technical service to report that golvo 7007 es (product code p2000010, serial number (B)(6)), had all four wheels are not on the floor. This occurred before use. There was no patient/user injury, medical intervention, symptom, or adverse event reported.